Event description:
On the event date, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter would not power on. The pt tests her blood glucose 4 times a day. She manages her diabetes with oral medications. She takes actos, metformin, glipizide, and another unidentified pill. The pt indicated that the alleged meter issue stared two day later, at 2:00 pm. The pt claimed that for 2 days, she was unable to test her blood glucose. During those 2 days, the pt continued to take her medications as prescribed and did not make any changes to her diet. On an unspecified date/time after the alleged meter issue began, the pt stated that she felt as though her blood glucose was getting high and felt "real bad" she was unable to provide any specific symptoms. Due to not feeling well, the pt visited an ER (ER) on the same day, at 12:00 pm. The pt's blood glucose was tested on an ER/hosp meter and a result of "267 mg/dl" was obtained. The pt was reportedly treated with insulin (unk type/dosage). The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she rec'd insulin treatment for hyperglycemia in an ER after the alleged meter issue began. The pt claimed that she was unable to test her blood glucose for 2 days because of the alleged meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips and control solution for eval, but has not yet rec'd them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.